Event description:
Hosp personnel attended to a pt in a code situation. Allegedly when defibrillation therapy was attempted, the defibrillator would not charge. The pt was immediately transported to the coronary care unit and treatment was continued. The pt was resuscitated.